Manufacturer narrative:
D1 updated to indicate this report is against alinity m resp-4-plex amplification reagent kit. D4 updated to correct the UDI for alinity m resp-4-plex amplification reagent kit. Additionally, lot number was updated through the investigation process, and therefore has been updated in this report. Corresponding expiration date and date of manufacture have been included. Evaluation of this complaint confirms it is associated with a previously confirmed issue. The ticket reported discrepant patient results with non-sigmoidal unusual/abnormal curves. These abnormal curves were not invalidated and incorrectly provided patient samples with a positive result when using the alinity m resp-4-plex amp kit (list 09n79-090 and 09n79-096). Non-sigmoidal curves are not expected to produce positive results. Therefore, this investigation will also be dispositioned as confirmed. Specification not met: while the runs were valid and met assay specification requirements, a product deficiency was identified based on the interpretation of the patient samples. Positive results are expected to generate a sigmoidal curve. False positive discrepant patient results identified in this complaint exhibited non-sigmoidal unusual/abnormal curves. These abnormal curves were not invalidated and incorrectly provided patient samples with a positive result. Non-sigmoidal curves are not expected to produce positive results. Abbott molecular determined that a field corrective action should be taken via approval of 493-risk. This action was communicated to the FDA on november 6, 2021 as a draft 806 report and a request to review letter content. Urgent field safety notice /field correction recall (fa-am-dec2021-264) and a technical service bulletin to provide customers background on the issue, potential impact and necessary actions was issued. The following mdrs were also reported as related to fa-am-dec2021-264: 3005248192-2021-00110 follow up report 2, 3005248192-2021-00406, 3005248192-2021-00367 follow up report 1, 3005248192-2021-00313 follow up report 1, 3005248192-2021-00361 follow up report 1, 3005248192-2021-00402 follow up report 1, 3005248192-2022-00077, 3005248192-2021-00152 follow up report 1, 3005248192-2021-00126 follow up report 1, 3005248192-2021-00381 follow up report 1, 3005248192-2021-00454 follow up report 1, 3005248192-2021-00370 follow up report 1, 3005248192-2022-00212 follow up report 1,

Manufacturer narrative:
Elevated complaint investigation will be conducted.

Event description:
Customer reported a false positive result on the alinity m sars cov-2 assay. A patient initially tested positive on the alinity m sars-cov-2 assay. The patient was tested 2 other times which generated negative results. There was no report of impact to patient management.

Event description:
Customer reported false positive results on the alinity m resp-4-plex assay for the flua, flub, and sars-cov-2 targets. A sample that was being tested on the alinity using resp 4 plex assay gave positive results for 3 targets. The sample was retested and the results were negative on all targets. The false positive results were not reported outside the lab. There was no impact to patient management.

Manufacturer narrative:
Report had previously been matched to the incorrect internal ticket. This report was updated to align with the information in the correct complaint ticket. The previous information will be reported seperately.